Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2016-00336 / 00337).

Event description:
It was reported that a patient underwent an initial left total hip arthroplasty in 1992. Subsequently, the patient was revised on (B)(6) 2004 due to implant failure. Operative report noted metal debris, staining of the tissue, loose cup, delamination of the acetabular shell, areas of wear on the liner, and burnishing on the head during the procedure. The patient is being considered for revision due to elevated cobalt levels.